Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and dehydration on (B)(6) 2019 with blood glucose level of 451 mg/dl. The customer was treated intravenous and insulin pump. Troubleshooting was declined because the insulin pump was not working. The customer reported significant events leading to hospitalization are nausea. The insulin pump will not be returned for analysis.